Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and preliminary analysis found that the device was programmed odo. Further testing revealed a no output condition in atrial and ventricle chambers and a microscopic visual found fractured hybrid wires. The lifted wires were the result of fractures due to fatigue.

Event description:
The device was returned to the manufacturer after being explanted due to a patient condition unrelated to the performance of the device. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.